Event description:
It was reported that the fa coblator ii controller was broken. It is unknown whether the event happened during surgery and if there was patient involvement. It is unknown if there was a delay or if a backup device was available and how the issue was resolved. No patient injury or other complications were reported. Preliminary results of investigation have concluded that this unit turns on when the power button is pressed but the unit is unable to be turned off which makes it a reportable event.

Manufacturer narrative:
Internal complaint reference (B)(4). The sample is under evaluation by the manufacturing site.

Manufacturer narrative:
H10, h3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. Visual inspection observed a damaged lid and bezel and the warranty seal is broken. Functional evaluation revealed the unit turns on when the power button is pressed but the unit is unable to be turned off. The complaint of damage was confirmed and is associated with unintended use of the device. The complaint power issues was confirmed and the root cause is associated with an electrical component failure. Factors, unrelated to the manufacturing and design of the device, which could have contributed to the identified malfunction, include a defective power switch, power entry module, or a failure of an internal component.